Manufacturer narrative:
The lens was explanted on (B)(6) 2017 and exchanged for a longer lens. The problem was resolved. The patient's uncorrected visual acuity was 20/25. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent and deformed. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.50/+2.0/095 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having a low vault, with lens rotation and a refractive surprise. The lens remains implanted.